Event description:
A 49-year-old patient received hemodynamic support from an impella cp smartassist heart pump during high-risk percutaneous coronary intervention (hrpci). After insertion of the impella cp, insufficient impella flow and suction were observed. The intervention was volume administration. The procedure was completed successfully. The patient suffered no harm as a result of the incident.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The device was returned and tested after arriving in fs. Visual inspection found no issues on the pump. The low pump flow could not be reproduced under bench test. The root cause of low flow was most likely due to patient condition as the issue could not be reproduced during field investigation.